Event description:
It was reported that multiple occlusion alarms occurred. A system check with tandem technical support confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Reportedly, customer changed the infusion set to address the issue and resumed insulin delivery. Customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 139-200 mg/dl.